Event description:
(B)(4). I experienced hair loss, weight gain, anxiety, joint inflammation, consistent shoulder, back and hip pain, severe menstrual cramps with heavy irregular menstrual cycles, heart palpitations, anemia which required iron infusion, memory fog, increase in headaches lasting days at a time. Had to have a partial hysterectomy.